Event description:
It was reported that the patient had a pump refill on the (B)(6) 2013 and at that time pump logs showed elective replacement indicator (eri) of 1 month. The caller did not hear any alarms. Beginning at 4:30am on (B)(6) 2013 the patient showed symptoms of low blood pressure, low heart rate and low respiration. The patient was admitted to the hospital. The caller was unsure what caused the symptoms. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l36201, implanted: (B)(6) 1995, product type catheter. (B)(4).